Manufacturer narrative:
All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. The nxstage user guide and instructions for use include platelet decrease as a potential risk associated with dialysis therapy and also include warnings to monitor for potential platelet decrease. Biocompatibility has been established.

Event description:
A report was received on (B)(6) 2026 from a physician via a literature review of an 81 year old male critical patient, with a medical history including end stage renal disease and admitted into an intensive care unit (ICU) for severe gastroenteritis and hypovolemic shock, stating the patient experienced a decrease in platelet count during continuous renal replacement therapy (crrt) on unspecified dates in 2023. Additional information was received on 19 apr 2026 from the physician, who stated the patient received platelet transfusions and steroids (nos). No further details available.